Event description:
It was reported that the lead had been capped due to high thresholds and a possible breach in the outer insulation. The lead had been replaced in 1989 and status in 2009 now identified as not usable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.